Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: d10 - cartridge lot # should have been previously included. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unknown. This product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as unknown.